Event description:
It was reported when the patient presented to the clinic for a normal check-up, high, out of range pacing lead impedances were observed. An episode inhibiting therapy due to noise was also noted. Noise was not reproducible. Defibrillation threshold testing was performed and normal values were detected. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.